Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical dept with a note that indicated touchscreen not working. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.